Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic colectomy procedure, while the device was being applied at the anastomosis site, the safety would not release and the anvil and rod were not lining up properly, so the stapler could not be fired. It was also noted that the device was difficult or unable to open. There was no patient injury.